Event description:
It was reported that the insulin pump cancelled a bolus procedure on its own without any prompting. The blood glucose reading was unknown. The caller stated that she saw the bolus being cancelled and was certain that she did not press any buttons. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.